Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30426. It was reported that the patient's scs system began autoreducing as a result of high impedances on the implanted leads. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
A4 patient weight was added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information receieved stated that the patient underwent surgical intervention wherein the leads were explanted and replaced. Post-operatively, stimulation therapy was restored.